Event description:
Contact reported that a 3-mos post-op two depuy spine monarch screw heads broke off. Pt required a revision surgery as a result of this situation. A surgical intervention resulted an MDR shall be filed to document this event.